Event description:
E was initially received via regulatory authority (f and d, reference number: mw5078548) on 01-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pain") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and medically significant), autoimmune disorder (seriousness criterion medically significant), tooth disorder ("have dental problem"), abdominal distension ("bloating"), benign neoplasm of skin ("being a tumor on develop on my leg ") and eczema ("regularly gives me eczema"). The patient was treated with surgery (had hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, autoimmune disorder, tooth disorder, abdominal distension, benign neoplasm of skin and eczema outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, benign neoplasm of skin, eczema, pelvic pain and tooth disorder to be related to essure. The reporter commented: consumer mentioned a serious injury , hospitalization, disability permanent damage required intervention and other serious important medical event) incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pain") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device use issue "my obgyn inserted 2 coils on one side". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), tooth disorder ("have dental problem"), abdominal distension ("bloating"), benign neoplasm ("benign tumor to develop on my leg") and eczema ("regularly gives me eczema"). The patient was treated with surgery (had hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, tooth disorder, abdominal distension, benign neoplasm and eczema outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, benign neoplasm, eczema, pelvic pain and tooth disorder to be related to essure. The reporter commented: consumer mentioned a serious injury, hospitalization, disability, permanent damage required intervention and other serious important medical event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.